Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's blower and machine flow sensor need to be replaced due to the contamination.